Event description:
It was reported that non-sustained lead noise was observed post-implant. Review of egms revealed intermittent ventricular pacing. Lead dislodgement was confirmed via x-ray. With all electrical measurements showing normal values, md decided to leave the lead in-place and monitor the patient closely. The patient's condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.